Event description:
It was reported that the implant at tooth site # 36 was removed due to a fracture of the implant mount inside the implant. No impact on the patient reported. Procedure was completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification k011028/k013227.